Manufacturer narrative:
The referenced distal end percutaneous lead (driveline) replacement was reported under medwatch MFR report #2916596-2017-00634. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that driveline faults were found upon interrogation in the clinic. No pump stops were observed, and the patient denied any audible alarms. No clinical symptoms were reported. Review of the submitted log file by a representative of technical services confirmed the occurrence of 227 driveline fault events within approximately 19 days of history. There were no reductions in pump speed associated with these events. The driveline fault alarm appeared to be the characteristic of an early driveline fault due to the sensitivity of the driveline fault detection circuitry. A system controller exchange was performed, but within a few minutes the driveline fault alarm re-occurred. Technical services reviewed a second set of log files in conjunction with the first and revealed potential degradation to the driveline. The data recorded indicated that there have been no interruptions in motor function. During technical services onsite evaluation on (B)(6) 2018, it was determined that the driveline fault alarm was likely due to an internal fracture. The previous distal end percutaneous lead (driveline) replacement on (B)(6) 2017 was performed less than 4 inches from the skin exit site. The customer declined another repair attempt. The patient was discharged home on a grounded patient cable.